Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.